Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 523 (mg/dl). A bolus was administered to address bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
The reported issue could not be confirmed; however a different issue was found.